Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 760 ventricular sics occurred since the last session 189 days ago. (B)(4).

Event description:
It was reported that there was a high number of ventricular sensing integrity counters (sic) since the previous session six months prior. There was no artifact noted on pocket manipulation or isometrics. The right ventricular (rv) lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.